Event description:
The customer reported that during a routine check of the unit, they observed that they were unable to obtain an ECG waveform from the direct lead wires. However, they were able to obtain an ECG waveform from the slave cable.